Manufacturer narrative:
The device was discarded by the customer and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of an unspecified u9000 filter during disinfection of an ak 98 machine. There was no patient involvement. No additional information is available.